Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported patient does not know when it started, but she is experiencing excruciating pain where the ins battery is located it is burning. Patient has turned stim off and she does not notice any difference in the pain when stim is on or when stim is off. Patient was redirected to their hcp. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.